Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads,minor scratches on display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection. Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarms. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.